Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va05efn, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect, and the patient was having ¿lots of urinary frequency urgency.¿ the patient met with the healthcare provider (hcp) on (B)(6) 2014 to troubleshoot the system, but the patient returned on (B)(6) 2014 to report that there was not an improvement. A revision was being performed at the time of the call due to the return of symptoms. Patient outcome was not given, so follow up is being conducted. A supplemental report will be sent if any additional information is received.